Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as ¿plastic on the tip¿) found on the tip of a bd insyte¿ autoguard¿ bc shielded IV catheter there was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Although a DHR review it required for this MDR complaint, review was not conducted because a lot number was not provided for this incident. Observations and testing could not be performed because units were not received for investigation of this incident. Confirmation of the defect stated in the description of the complaint could not be identified or confirmed and cause could not be determined, as the units described in the product incident report were not provided for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the reported defect. This incident is indeterminate.

Event description:
It was reported that foreign matter (described as ¿plastic on the tip¿) found on the tip of a bd insyte autoguard bc shielded IV catheter there was no report of exposure, injury or medical intervention.